Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the csf leak/fistula was not determined. It was noted the catheter was explanted and not replaced to stop using the medical device in favor of an alternate therapy. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the dose the patient was receiving was 175.14 mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID: 8703w, lot# l43686, implanted: (B)(6) 1997, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded baclofen 754mcg/ml for a total dose of 350.07mcg/day via an implantable pump for intractable spasticity. It was reported at post-operative visit on (B)(6) 2017, the patient' s father reported drainage from the right flank incision 2 times a day, and the patient complained of a headache. The patient was noted to have "clear fluid draining from right flank where the intrathecal catheter was terminated on (B)(6) 2017." The patient was initially treated conservatively. On (B)(6) 2017, documents showed that the patient's father left a message that the fluid was continuing to leak out/continued drainage from incision and the patient was complaining with/of headache. The patient was scheduled for and underwent removal/explanted/not replaced of the intrathecal catheter and repair of cerebrospinal fluid (csf) leak fistula on (B)(6) 2017. Device disposition was unknown. The clinical diagnosis was csf leak. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was intrathecal site. The event date was (B)(6) 2017. No further complications were reported/anticipated.